Manufacturer narrative:
Concomitant medical products: ddmb2d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pacing impedance warning was triggered for the right ventricular (rv) lead due to high and undefined pacing impedance. There was also a defib impedance warning triggered due to high and undefined rv coil impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.